Event description:
It was reported that there was foreign matter present in 20 of the bd plastipak¿ syringes . Report 1 of 2. The following was translated from portugese to english: presence of a foreign body inside the syringe body (it appears to be similar to a piece of rubber from the stopper).

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2314598. D4. Medical device expiration date: 30nov2027. H4. Device manufacture date: 10nov2022. D4. Medical device lot #: 2265875. D4. Medical device expiration date: 30sep2027. H4. Device manufacture date: 22sep2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information received.

Manufacturer narrative:
Investigation summary: fifteen samples and photo received by our quality team for investigation. Through visual inspection, product was received with the packaging, the packaging seal was formed and filled, no issues observed. Additionally, foreign matter identified as dirt was observed outside the syringe on the barrel. Furthermore, a device history record review showed maintenance records related to the foreign matter incident. Thirty-two retained samples from the same lot were evaluated for package damaged, no holes or open seal observed. Based on the quality team's investigation, we are not able to identify a root cause for package damage related to our manufacturing process at this time. Possible root cause for foreign matter is due to contamination during the product process in the conveyor belts. Manufacturing personnel have been made aware of your experience to increase awareness of this matter.